Event description:
It was reported that a user experienced persistent hyperglycemia with a blood glucose of 302 mg/dl while using the ilet, without alarms or observable infusion set kinks, and completed a full supply change and pump rewind with tubing primed and a new 6 mm infusion set inserted, after which insulin delivery was resumed. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no hospitalization and no reported long-term impact. Investigation included guided troubleshooting, supply replacement, and confirmation that insulin delivery resumed. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no device alarms and no identified component failure during user-performed checks. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.